Event description:
The facility reports the pt was being transferred from the chair to the bed. The pt was lowered onto the bed when the hoist continued to lower onto the pt's arms. The carers quickly unhooked the sling and moved the hoist away from the bed. The pt suffered bruising to their arms.